Event description:
The physician reports performing bilateral cataract surgery with implantation of the crystalens. Three months postoperatively, the lenses vaulted anteriorly and the pt noticed a gradual decrease in uncorrected distance vision. Although there is no bcva decrease associated with the vaulting, the surgeon plans to perform a yag capsulotomy. The surgeon believes the vaulting is secondary to capsular contraction syndrome. Reference MDR# 2031924-2009-00215.

Manufacturer narrative:
Root cause: according to the physician, the root cause of the reported event of anterior lens vaulting is related to capsular contraction syndrome.